Event description:
Please note that this device is distributed outside the united states; however, it is similar to a product marketed in the united states. It was reported that during preparation of a valiant xcelerant, the physician noticed fluid leaking while flushing the delivery system. The leak was coming from the screw gear near the blue external slider. There was no visible damage to the device or the packaging. The device was not used in the patient; another device was retrieved and used for the procedure. A review of several returned photo's during device prep showed fluid leaking out from the delivery system. The possible cause is a hub cap detachment.

Manufacturer narrative:
(B)(4). Evaluation codes, method: pictures. Results: insufficient information; cause is unknown. Conclusions: insufficient information; cause is unknown.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned and analyzed. Upon inspection of the device, there was no external damage to the delivery system. The guidewire lumen was flushed successfully without any resistance. When the graft cover was flushed with water via the side port extension assembly, water was observed leaking from the region of the external slider. The front grip and external slider were removed to expose the graft cover t-tube. Leaking was observed from the hub cap of the t-tube. The most likely root cause for this issue is a gap between the hub cap component and the t-tube component.